Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) heart center. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had internal communication error fault115. There was patient involved but no harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the executive processor board (d670-00-0770) and display monitor to video generator board kit (d040-00-0456). An operational inspection was conducted based on the inspection record sheet, and the results were good. The unit passed all functional and safety tests and was returned to the hospital for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 25 mar 2026. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0040-00-0456 kit serial number n/a part number 0670-00-0781 pcb, video generator serial number (B)(6) part number 0670-00-0841 serial number upper monitor display board 13 01044 03_swemco part number 0012-00-1787 cable serial number (B)(6) please note: not part of kit part number 0670-00-0770 serial number (B)(6) these parts were received with a reported unit failure of, an internal communication error occurred during use. Code 115 was observed in the fault log. Code 115 is a kernal application program interface error. The failure analysis and testing dept. Installed all parts shown above into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number (B)(6) revision g and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Booted the cardiosave into the clinical mode, performed an autofill to allow the cardiosave to pump. The cardiosave pumped for three hours. The fat dept. Could not replicate the complaint experienced by the customer of an internal communication error. All parts passed testing. Probable cause is impossible to define. The parts are an older revision and cannot be sent back to the supplier. Retaining the parts in the fat dept. Per procedure number (B)(6) rev. Av.

Event description:
N/a.